Event description:
Defibrillator-monitor failed to deliver shock. Pads were attached to pt, monitor showed fine fib, charged to 200 but instrument would not deliver shock; battery changed with battery just removed from charger again reached 200 joules but would not deliver shock.